Event description:
Boston scientific received information that after an alert was received from the patient's home monitoring system, the patient was called to the clinic for a follow-up. No capture at maximum output, high out of range pacing impedance, and low sensing on this left ventricular (lv) lead was confirmed in every configuration. A conductor fracture was suspected the patient's clinical condition was stable. Lv therapy was deactivated. A revision procedure was scheduled for (B)(6). No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was scheduled for (B)(6). This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received that a surgical procedure was done to explant and replace this lead. The procedure was completed successfully. This lead was discarded and will not be returned. No additional adverse patient effects were reported.